Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Investigation determined that the burn mark and melted spot on the meters housing were caused by the user resting a hot object against the external housing of the meter.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Upon review by the manufacturer's investigation unit, the aviva meter had signs of being melted and burned on the bottom right side of the device. No adverse event reported. Suspect device was returned.